Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient was experiencing symptoms of sweating and increased temperature while the device was on. The patient had a previous infection (MFR report #3006630150-2012-01518) and the physician believes the infection was still present around the lead site and causing some sort of septic shower with the stimulation on. The patient was hospitalized, placed on oral antibiotics, sent home, and is reportedly doing well.

Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient was experiencing symptoms of sweating and increased temperature while the device was on. The patient had a previous infection (MFR report #3006630150-2012-01518) and the physician believes the infection was still present around the lead site and causing some sort of septic shower with the stimulation on. The patient was hospitalized, placed on oral antibiotics, sent home, and is reportedly doing well.

Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient was experiencing symptoms of sweating and increased temperature while the device was on. The patient had a previous infection (MFR report #3006630150-2012-01518) and the physician believes the infection was still present around the lead site and causing some sort of septic shower with the stimulation on. The patient was hospitalized, placed on oral antibiotics, sent home, and is reportedly doing well.

Manufacturer narrative:
Expiration date: ni additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead, 70cm. Additional information was received that the device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the devices were reported. The damage to the leads is consistent with damages during explant procedure and is not considered a failure. The ipg exhibited normal device characteristics. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads were found to be satisfactory.